Manufacturer narrative:
No pt info as no pt present in this concern. Part was not returned for eval.

Event description:
Medtronic rep reported the camera would intermittently track instrument on the s7 navigation system. No pt involved in occurrence.